Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that registered nurse stated device was alerted air leak and shows flow rate was marginal - 1.6l/m. Patient temperature was 37.3c targeted temperature was 37c water temperature was 30.2c flow rate was 1.6-1.9l/m system hours was 8305 pump hours was 7412. Walked through stopped therapy, drain and disconnect pads (large). Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. They stated the leg pad's connector seems broken. They suggested if they had a universal pad to disconnect the broken pad and connect the new pad. After waiting for numbers to settle, flow rate was now ranging between 2.6-2.9l/m. They encouraged inquirer to call us back if there are any alarms and questions.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "received connectors damaged by supplier". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that registered nurse stated device was alerted air leak and shows flow rate was marginal - 1.6l/m. Patient temperature was 37.3c targeted temperature was 37c water temperature was 30.2c flow rate was 1.6-1.9l/m system hours was 8305 pump hours was 7412. Walked through stopped therapy, drain and disconnect pads (large). Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. They stated the leg pad's connector seems broken. They suggested if they had a universal pad to disconnect the broken pad and connect the new pad. After waiting for numbers to settle, flow rate was now ranging between 2.6-2.9l/m. They encouraged inquirer to call us back if there are any alarms and questions.